Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd luer-lok¿ tip syringe contained foreign matter. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation: one sample was received for evaluation. The syringe is in a sealed packaging blister. It has inside of the sealed blister a green color substance. One photo was provided, the photo shows the syringe with the solution around the edge of the sealed blister. Failure mode is verified. The sample was sent to the lab for analysis. Further testing on the sample confirmed a 98.71% match with mjr oil. This oil is lubricant used in production equipment. Oil likely got on the plunger rod during the molding process. If the plunger rod would come in contact with the areas outside of the mold face and the good product chute, it could potentially come in contact with oil on the press. There is part containment in place to try and mitigate the issue, but due to static on the mold face the plunger rods can sometimes land in unpredictable locations. These parts can potentially fall back into the chute due to the vibration of the press. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that bd luer-lok¿ tip syringe contained foreign matter. No serious injury or medical intervention was reported.